Event description:
It was reported that an embolization coil implant stretched after it entered the microcatheter. When it was withdrawn, the implant detached unexpectedly. The catheter was removed along with the coil. The catheter was flushed and was re-used. There was no intervention or patient injury.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis, but it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted. The instructions for use identifies premature coil separation as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant stretched after it entered the microcatheter. When it was withdrawn, the implant detached unexpectedly. The catheter was removed along with the coil. The catheter was flushed and was re-used. There was no intervention or patient injury.

Manufacturer narrative:
Items returned for evaluation: -pusher. -implant. -introducer. -dispenser hoop. Items not returned for evaluation: -shrink lock. -microcatheter. -v-grip. The visual analysis of the returned items found that the pusher was returned with no implant attached, and the hypotube was bent at the proximal section. The implant was returned stretched and separated from the pusher. Further inspection found the monofilament broken, which indicates the device experienced a tensile break. The investigation of the returned coil system found the hypotube bent, and the implant stretched and separated from the pusher, which is consistent with the alleged product issue. The implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.